Manufacturer narrative:
Occupation: m.d., cardiologist event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that there was resistance when inserting the intra aortic balloon (iab) through the sheath and the shaft of the iab became kinked. It was noted that the customer was using another manufacturer's sheath. A new iab was inserted successfully using the same sheath. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).